Event description:
The customer obtained multiple, non-reproducible, unexpected, vitros phbr quality control results using two different vitros 5,1 fs chemistry systems. The following results were obtained: 5,1 fs #1: qc fluid biorad 1 = 16.68 vs. An expected result = 13.65 ng/ml; qc fluid biorad 2 = 33.09, 37.61, 21.18 vs. An expected result = 52.88 ng/ml; qc lot u2416 = 48.2, 46.1, 48.5 vs. An expected result = 63.52 ng/ml; 5,1 fs # 2: qc lot u2416 = 49.5, 46.3, 48.2, 44.4, 49.3, 47.8, 47.2 vs. An expected result = 63.52 ng/ml; biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. This report is number fourteen of fourteen MDR's for this event. Fourteen 3500a forms are being submitted for this event as fourteen devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, unexpected, vitros phbr quality control results were predicted on two different vitros 5,1 fs chemistry systems. There is no evidence that an instrument related issue contributed to the event. Expected performance was achieved using an alternate reagent lot. The root cause of this event is a reagent related issue. Additional investigation by ocd regarding vitros phbr reagent performance is ongoing.